Event description:
Treated patient on the cellex instrument (B)(6) using kit lot #z307/126 via her neostar central venous catheter (cvc). The treatment proceeded normally without problems. At end of the collection phase, some static air bubbles were noted in the collection line. These bubbles did not move and did not cause "air detected" alarms and did not reach the patient. The collect line was clamped and disconnected from the red lumen of the patient's neostar. During photoactivation, a small amount of blood-tinged fluid leakage was noted from the return line at the connection to the blue lumen of the neostar. The line was clamped and disconnected. The lumen and tubing were cleaned, tubing with alcohol and reconnected with no further leakage. We were able to reinfuse treated buffy coat without further problems. The treatment was completed with no blood loss.